Event description:
The customer reported that the system exhibited a communication error. This error will cause the system to lock up or not to boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors. The system operates as intended and was returned to service.